Event description:
Pt's hcp called to report she was admitted today into ICU for dka. The hcp requested a meeting with an insulet clinical specialist and the pt while she's hospitalized. During a f/u call with the pt, she reported that she had elevated blood glucose (no date, times or exact results reported), so she changed her device. She did note that the cannula was not dislodged when removing the first device. The next device alarmed for an occlusion, so she activated a third (again no timing info provided), but her bg was still in the 300-400 mg/dl range. An insulet clinical service manager visited pt in the hosp along with the cde for the hosp. The csm helped the pt restart her system and all went well. The cde plans to work with the pt on more review of carbohydrate counting. The cde reported to the csm that the pt has frequent episodes of dka.

Manufacturer narrative:
No product was not returned for eval. We are unable to determine if any malfunction or product condition could have contributed to the pt's dka. The pt's pdm was found to be functioning as expected by the insulet csm who visited her in the hosp as they successfully activated a new pod. No product lot number was provided, so no qualification record review could be performed. The omnipod user's guide advises that "to avoid dka the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allows you to identify and treat high blood glucose before dka develops."